Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: 1 photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. The description of the issue is unclear it is not possible to investigate the reported condition, determine the root cause or link to a quality criteria in the customer specification. The batch was manufactured and released according to applicable procedures and specifications. Consequently, bdm-ps will not define corrective or preventive actions following the investigation of this complaint. This complaint is registered in bd complaint system and trend analysis will be performed. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured, and released according to applicable procedures and specifications. A review of the quality history within the sap system has been performed as part of the investigation. No quality notifications were identified during the production which relate to the reported condition. Unconfirmed: bd could not confirm the reported condition.

Event description:
It was reported that the bd hypoint¿ needle experienced foreign matter contamination. The following information was provided by the initial reporter: a box contains black foreign matter inside one needle shield. The defect was found after opening the product folding box and the customer did not use the concerned box.